Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred within the last five months from date the manufacturer became aware of the event.